Manufacturer narrative:
(B)(4). Batch manufacturing records of ch345/t6006 was reviewed for any process deviation but no deviation was observed. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2019 and suture was used. During the procedure, the suture broke during sewing of the uterus. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: evaluation: five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects, but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, but no such defects were observed. The needles were inspected for any attribute defects, but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage, the knot pull tensile strength test is an applicable and measurable parameter. The knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found and value at the time of finished good release was found to meet the in-house average knot pull tensile strength requirement. All the individual knot pull tensile strength values were found to meet the requirements. Per the analysis, there was no issue related to processing of the lot. All the values are within the control limits.